Event description:
The reporter stated that her mother had received the erl message. She borrowed the neighbor's meter to retest, the result was reportedly in a normal range for her. The reporter's son, who was not a known diabetic, used the meter and received a erl. He was taken to the hospital and the hospital blood glucose lab result was 800mg/dl, however there was no allegation of harm.